Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that insulation was damaged. Delay in surgery of 5 minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection : the reported condition was confirmed. The returned unit presented a broken heat shrink (insulator). The inspection of the reported unit showed tear insulation. Ceramic and electrode were still intact on the probe. The probe had a residues of tissue and blood. Burnt stains also noticed on the lumen. Additional information was received that no heat shrink pieces was left inside the patient. Functional inspection : as part of the investigation is to read the activation history of the probe, connected the probe to the serfas energy programmer box. The e-prom box has a maximum capacity to store of 41 activation instances. The probable root cause/s could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation was damaged. Delay in surgery of 5 minutes. The procedure was completed successfully.